Event description:
On (B)(6) 2023, it was reported by a sales representative via sems. That an abs-10010s double syringe system, when they were drawing blood. The syringe lost suction and the bottom syringe detached from the rest of the kit, causing the blood to come out of the syringe. This occurred during a case. There was no additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined, as the device was not returned for evaluation. The root cause of the event could not be determined, from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.